Manufacturer narrative:
This report is filed june 29, 2016. (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced skin issues and pain at the abutment site, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, and the patient was not re-implanted with another device.